Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately four months ago the right ventricular (rv) lead exhibited brief runs of t-wave oversensing (twos) post sense at elevated rates. It was noted that this appeared to be a somewhat isolated incident. The rv lead remains in use. No patient complications have been reported as a result of this event.